Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal 2.5% ultrabag therapy (dose, frequency not reported) and extraneal therapy (dose, frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. Action taken with extraneal therapy was not reported. On (B)(6) 2012, during a call with baxter technical services, the following was reported. On an unreported date, a break in aseptic technique occurred, described as the patient doing capd without proper training and patient made a mistake. On an unreported date, the patient experienced peritonitis. The cause of peritonitis was break in aseptic technique. The patient was not hospitalized for peritonitis. On an unreported date, the patient was treated with injection vencogen (1gm, ip, frequency not reported), reflin (1gm) and fortum (1gm) routes and frequencies not reported, for peritonitis. Outcome for the event was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique was confirmed, because it was reported that there was a breach in aseptic technique described as the patient doing capd without proper training and patient made a mistake. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Information regarding patient retraining has been requested from the local baxter affiliate.